Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose of 445 mg/dl. Customer¿s current blood glucose of 300 mg/dl and 400 mg/dl. Customer stated that insulin pump alarmed for insulin flow blocked alarm and had bent cannula, leak infusion set. Customer stated that insulin exited at quick release. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.